Event description:
Smiths medical intl ltd has been notified of an event of where the user alleges leakage through cuff was found by a ventilator alarm (low-pressure alarm). The unit was in use for 20 hours. The unit was pretested.